Manufacturer narrative:
A single broken spinal needle was returned for failure analysis and examined microscopically. A significant residual bend at the point of failure is seen on each of the hub end and free end. The location of the fracture aligns with the bend observed in the stylet, indicating that the two were mated at the time of bending. This is in keeping with the report indicated, which states that resistance was encountered before the stylet was withdrawn and observed to be bent. Additional observations include tubing ovality, a deformation from the normally circular cross-section, which is evident on each end, as well as large cracks observed near the fracture on the hub end, clearly indicative of compressive and subsequent tensile forces applied. These observations are reliable indicators of a bending/restraightening mode of failure. There are no observed manufacturing issues present and the failure appears to be use-related. Review of complaint history and lot history revealed no quality issues on this product lot.

Event description:
Fragment of 27g x 4-11/16" whitacre spinal needle was broken off in patient and required surgical removal. A (B)(6) male for acl reconstruction, morbidly obese (B)(6) under spinal. Spinal difficult. Two attempts in sitting position and two attempts in (B)(6). Lateral position with 24g sprotte needle - unsuccessful. Anesthesia consultant decided on para-median approach with a 27g bd whitacre 119mm. Initial insertion through an introducer - no csf flow, therefore advanced the needle until resistance felt. Removal of stylet revealed a bend in the stylet. On removing the needle, it was realized that it had broken approximately 45mm from the hub, i.e. Approx 75mm remained inside the patient. Patient, although sedated, and the surgeon was informed. A ga was administered and the needle removed under x-ray assistant. The knee surgery was completed and patient subsequently recovered uneventfully.